Event description:
It was reported that a patient using an ilet with a dexcom g7 experienced a pairing failure in which glucose values displayed on the dexcom app but not on the ilet; support guided the patient through ilet menu steps to switch cgm sensor from g6 to g7 and start the sensor, and the patient opted to call back if needed. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact to blood glucose management and no need for medical care or hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed a connectivity or configuration issue limited to the ilet-dexcom g7 interface, with the external cgm functioning on the manufacturer¿s app and no ilet alarms. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient cgm communication disruption.